Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms, loss of capture (loc) in bipolar configuration, low thresholds and muscle stimulation when outputs were higher. Technical services (ts) noted this sounded like a fracture however this has not been confirmed. Ts discussed programming options and recommended discussing with the electrophysiologist about a revision. This lv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) successfully reprogrammed to unipolar configuration and this patient will continue to be monitored. No adverse patient effects were reported. Additional information was received that this lv lead was surgically abandoned and replaced with a new lv lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms, loss of capture (loc) in bipolar configuration, low thresholds and muscle stimulation when outputs were higher. Technical services (ts) noted this sounded like a fracture however this has not been confirmed. Ts discussed programming options and recommended discussing with the electrophysiologist about a revision. This lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms, loss of capture (loc) in bipolar configuration, low thresholds and muscle stimulation when outputs were higher. Technical services (ts) noted this sounded like a fracture however this has not been confirmed. Ts discussed programming options and recommended discussing with the electrophysiologist about a revision. This lv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the health care professional (hcp) successfully reprogrammed to unipolar configuration and this patient will continue to be monitored. No adverse patient effects were reported.